Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the device onsite and confirmed that the system software was not able to boot up. Upon functional testing, fse checked sib found that sib cannot start, and the led of power supply was not on due to no output on the power tray. Fse replaced the power tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system was failed to boot up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and suspected that the sbc was not starting. Troubleshooting actions showed a problem with the single board computer (sbc). Philips has started an investigation of this complaint.